Manufacturer narrative:
(B)(4). The actual complaint product was returned for evaluation. The device history record for the lot number, m5096t603, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a (B)(4) product is defective or caused serious injury.

Event description:
A medwatch report, FDA report number mw (B)(4), was received stating, "desaturation was noted. The inline catheter was open and stuck in the open position."